Manufacturer narrative:
Summary of elevated complaint investigation (B)(4) for MDR 3005248192-2015-00020 follow-up report 1: investigation into this complaint included an evaluation of the quality data review (device history record (DHR) review and CAPA review), complaint history review, inspection of customer supplied images of damage, and inspection of the product (B)(4) retains from the same lots of material in question. Quality data review: device history record (DHR) review: no errors/issues were identified. CAPA / non-conformance review: a search identified one CAPA involving proactive improvements to minimize the potential for broken slides; these improvements were completed by january 2014. Retain / file sample evaluation: a visual inspection, using am retain samples from the same lots of material in question, was performed to determine if products had any visually identifiable damage. No damage was identified. Return sample evaluation: the customer's samples were not available for investigation; however, images were supplied to (B)(4) and attached to the individual complaint. The customer supplied images were reviewed to verify reported damage. The images did show damaged slides. There were no other reports of broken slides for the lots of material in question. The issue appears to be isolated, and no systemic deficiency has been identified based on review of the customer supplied images. Complaint history review: the search was completed to capture 12 months to account for one year. Two complaints originating in the u.s. Were identified complaints that were addressed in a previous unconfirmed complaint investigation. Product deficiency decision: based on the results of the investigation elements, a product or systematic deficiency has not been identified.

Manufacturer narrative:
An MDR 3005248192-2015-00020 follow-up report will be submitted after the elevated complaint investigation is finalized.

Event description:
Customer reported receipt of (1) broken slide in (1) box of probechek control slides for the pathvysion her-2 dna probe kit. There was no evidence of external shipping damage to the box. No injury was reported. Because the probechek control slides contain human sourced components, if the issue of broken probechek slides were to recur, there is potential for exposure to infectious material that may cause or contribute to serious injury.